Manufacturer narrative:
Additional contact details: person name: (B)(6). A getinge field service engineer (fse) evaluated and could not duplicate the failure. Fse stated that the unit boots up in normal mode and system diagnostics in a normal amount of time. There was nothing in the system logs indicating a failure on boot up. A pm was performed in conjunction with this investigation. Completed pm with all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Event description:
It was reported that on start up, the cardiosave intra-aortic balloon pump (iabp) unit is taking a long time to boot up and is having EKG issues. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.